Manufacturer narrative:
(B) (4). No product was returned to assist in this investigation; therefore, it is not feasible to determine with certainty why the customer experienced difficulty during this procedure. However, we can advise that per specification, this device is inspected 100%, prior to further processing. We are continuing to monitor reports of similar complaints.

Event description:
The hub of sheath came apart from the sheath, which was in the brachial artery. The side arm of the device was secured to the patient. The radiologist was holding the hub and pulling out another manufacturer's angioplasty catheter. It was initially assumed that the valve was damaged due to the blood flow. The angioplasty catheter and wire was out and when an attempt was made to remove the sheath, it was immediately noticed that the hub and actual sheath were not attached. Manual pressure and blood pressure cuff secured to the patient's arm. A vascular surgeon was called and they took the patient to the operating room to retrieve the separated portion. As per vascular surgeon, the patient did "fine".